Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2016, the patient was diagnosed with st-segment elevation myocardial infarction. The target lesion was located in the left anterior descending artery and was implanted with a promus premier¿ drug-eluting stent. Brilinta and aspirin were administered to the patient during the procedure. However, the patient continued to have pain throughout the evening. It was also noted that the patient experienced st segment elevation myocardial infarction (stemi). On the next morning, the patient was brought back to the catheterization laboratory to re-catheterized and sub acute thrombosis was then noted. Brilinta and aspirin were given to the patient. The physician placed a non-bsc stent on top of the promus premier stent and the procedure was completed. The patient was provided with a different medication. No further patient complications were reported and the patient's status was fine and left the hospital and went home.